Manufacturer narrative:
(B)(4)

Event description:
It was reported that during generator replacement due to eri, externalized conductors were observed on the right ventricular lead. The lead diagnostics were stable and dft testing was successful. The physician elected to continue to use the lead with the new generator with routine imaging. The patient was stable after the procedure.